Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1616c124e, sn (B)(4), expiration date: 2016-10-02, (B)(4). Etlw1620c156e, sn (B)(4), expiration date: 2016-02-12, (B)(4). Etlw1620c93e, sn (B)(4), expiration date: 2016-09-11, (B)(4).

Event description:
Heli-fx endoanchors and an endurant stent graft system were implanted in a patient for the endovascular treatment of a 79 mm diameter abdominal aortic aneurysm. The aortic neck had an angulation of 33 degrees. It was reported that the patient had shortness of breath with wheezing three days post index procedure, the patient was treated. The patient recovered with treatment. The investigator assessed the event as related to the index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.